Event description:
It was reported that the device was used in a low anterior resection. When the device was fired, it failed to cut. Staples were deployed, but they did not form properly. The staple line was cut and another circular stapler was used. The surgeon then decided to give the patient a temporary ileostomy and allow the low anterior staple line to heal before removing the colostomy.